Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they haven't charged their spinal cord stimulators for like 4 years because it just wasn't working for them. Patient said they are working on getting them removed, but right now they are in afib so they can't do that right now. Patient encountered a problem this morning having a scan. Patient had a tingling sensation during the dexa scan and now it is still working like that from their toes all the way up to their shoulders and arms. Patient called their healthcare provider this morning and they said they didn't see why that happened because the patient hasn't charged the devices in quite a long time and the device should be off. The technician did see the spinal cord stimulation during the x-ray. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97715. Serial# (B)(6). Implanted: (B)(6) 2021: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.